Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the patient was taken by ambulance and "said the pacemaker was not working". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.